Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed that the device met less than 80% of the expected longevity. The device actually met 73% of the expected longevity. Concomitant product: 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the device experienced early battery depletion. The device was explanted and replaced. No patient complicationshave been reported as a result of this event.